Manufacturer narrative:
Field service engineer (fse) found upon arrival that the table motions were operating normally. Fse checked out the system adjusting the 24v table power supply voltages from 23.8 to 24.2 vdc. No real problems found. Fse verified proper operation per service manual hf series generators, acceptance testing, liebel flarsheim technical publication. Infimed technical manual. Preventative maintenance instructions and, step 7-2 acceptance testing liebel flarsheim hydradjust plus dr service manual. System returned to full service by the customer.

Event description:
On (B)(6): customer reports during an undetermined urology procedure staff reports that when they only tilt, but not move in any other direction. Staff rebooted the system three (3) times before the system table movement function corrected staff then completed the procedure without further incident. No pt or procedural info provided by the customer. No reported injury.